Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 8780, serial (B)(4), implanted: (B)(6) 2017, product type: catheter; ubd: 09-oct-2019, (B)(4). Non-healthcare professional (consumer). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of morphine and dilaudid via an implantable pump for non-malignant pain and degenerative disc disease/herniated disc pain. It was reported the patient has had two revisions since the pump was implanted (B)(6) 2017. The patient stated the stitches kept pulling out of the tissue in the pocket site and the pump would come undone. The patient reported they have been very careful. It was reported the stitches started to pull out in (B)(6) or (B)(6) 2018. The patient stated the first revision occurred in (B)(6) 2018 and they could actually take their hand and put it all around the pump. The patient stated their healthcare provider found the catheter was kinked since the pump had flipped multiple times. The patient stated the healthcare provider had to replace part of the catheter as well. The patient reported within a couple weeks of the (B)(6) revision the same issue started to occur again with the stitches starting to pull out again. The patient stated they did nothing but lay down and did not do any bending whatsoever. The patient reported a second revision occurred in (B)(6) 2018. The patient thought the revision was on (B)(6) 2018. The patient reported soon after the second revision the pump started poking out on one side. It was indicated this began at some point in (B)(6) 2018. The patient stated they were told to lay flat on their back for 8 weeks, which they have. The patient reported it had been only 6 weeks and the issue was currently happening. The patient reported they were ready to have the system removed. The patient reported their healthcare provider told them they had done the stitches correctly. The patient was wearing a binder 24-hours a day, 7 days a week. The patient reported as of 2 days ago (relative to the date of the report, (B)(6) 2018) the left side was poking out as well, and it would just flop up and down. The patient reported they were experiencing stabbing pains in this area due to the left side poking out, which started (B)(6) 2018. The patient thought it was the location of the pump since she has scoliosis as well and thought this effected the way the pump sits. The patient reported once a week they get up and they are extremely weak and tired, it was indicated this began (B)(6) 2017. The patient stated they end up sleeping all day. The patient stated it was hard to walk 3 feet from her bed to her bathroom. The patient reported they cannot drink or eat anything when this happens, and it lasts 1-2 days. The patient stated it starts to get better by the second or third day. The patient stated they had not had any changes in medication since the issue started happening. The patient reported they have had all kinds of tests run by their general healthcare provider and all their numbers were fine. The patient reported they believed their pump was malfunctioning. The patient stated her pain doctor did not think it was the pump. The patient reported this issue used to happen every few weeks, but it was currently happening once a week. The patient was directed to follow-up with their healthcare provider. No further complications were reported or anticipated.